Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged asthma (new or worsening), cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged asthma (new or worsening), cancer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant was observed on the top enclosure, front panel, rear panel, iso port, and bottom enclosure. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower, blower seal, and blower box. Hair-like particles were observed on the front panel. The bottom enclosure was observed to be missing all 4 non-slip pads. A keratin-like substance was observed on the outlet of the blower box. The p4 power connector was observed to have corrosion/rust to it, likely due to liquid ingress to it. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.